Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for one to two hours. The blood glucose level was 302 mg/dl and the patient got treated with correction bolus. No further information is available.